Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking, they also have brown & green stains inside tubing.

Manufacturer narrative:
(B)(4): it was reported by customer that leaking. Samples for the reported failure mode were requested in order to identify any leakage and determine a root cause; however, no samples were received for evaluation. The customer provided a photo of a drip chamber; however, the product that was reported does not have a drip chamber. The customer complaint of leakage could not be verified. Root cause definition no root cause definition was determinate due to the customer did not provide a sample for evaluation. Corrective and preventive actions. No preventive and corrective actions required since the failure mode could not be confirmed. Device history review was not performed due no samples or lot numbers were not provided.

Event description:
No additional info.